Manufacturer narrative:
Additional information: h4, h6, h11. Additional information/correction (updated information from customer): d4 (lot, expiration date, UDI). H4: the lot was manufactured between july 5 and july 6, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder, and the fill port cap was closed. The photo sample did not show any evidence of leak from the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The event was further described as "drug was reversing from the fill port". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.